Manufacturer narrative:
This serves as a correction report. (Date received by manufacturer) was incorrectly documented in the follow up #2 report. The correct date is june 26, 2018.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 60 mg/dl and 401 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500167799) were tested with control solution and whole blood instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 60 mg/dl and 401 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 60 mg/dl and 401 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The strips lot reported with this complaint is expired at this time, retain testing could not be conducted. Dhrs for the neo meter and precision strips were completed and the dhrs showed the neo meter and precision strips passed all tests prior to release. A tripped trend review was completed for freestyle neo meter and precision test strips. There were no tripped trends for the neo meter during the review period. Although there are tripped trends for the precision test strips, none of the complaints are confirmed and no further tracking and trending is required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 60 mg/dl and 401 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.